Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2004. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004. It was reported that the patient underwent partial mesh excision, fistula excision, and skin closure on (B)(6) 2004. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae and vaginal scarring. It was reported that patient experienced mesh erosion and underwent transurethral resection of bladder tumor and biopsy of urethra on (B)(6) 2009, she also underwent cystoscopy with excision/repair of urethral mesh erosion on (B)(6) 2009. (B)(4).